Event description:
The pt had a sudden onset of back and leg pain which did not respond to analgesics and restricted activity. Percocet was administered for pain. An MRI of the lumbar spine with and without contrast was performed in 2004. The pump was explanted and replaced. The pt was occasional leg cramps, as previously, and uses percocet as needed for pain.